Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was 6512 miu/ml and was reported outside the laboratory. The physician questioned the results and the sample was repeated on another cobas e601 analyzer with a result of 19,315 miu/ml with a data flag. The repeat result was believed to be correct. The patient was not adversely affected. The hcg+ss reagent lot number was 17160105 with an expiration date of 06/30/2014. The field service representative could not find a cause. He checked the adjustment, cleaned the flow path, performed measuring cell preparations and changed the pinch tubing. To verify the analyzer operation, he ran performance testing, calibration and qc which passed. He confirmed the system was performing within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. Evaluation of the provided calibration, qc and instrument data did not indicate a general reagent or instrument issue. The patient was not adversely affected.